Event description:
It was reported an alert was received which indicated this right ventricular (rv) lead exhibited high out-of-range pacing impedances measuring greater than 3,000 ohms when programmed in bipolar. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, the store electrogram (egm) showed there was loss of capture in bipolar. The physician suspects there is a lead insulation break or component failure. The patient is scheduled for a lead revision in a few weeks. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that suggested this right ventricular (rv) lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 15.2 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of loss of capture, high out of range pacing impedances that were due to fracture were likely caused by the confirmed fracture.

Event description:
It was reported an alert was received which indicated this right ventricular (rv) lead exhibited high out-of-range pacing impedances measuring greater than 3,000 ohms when programmed in bipolar. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, the store electrogram (egm) showed there was loss of capture in bipolar. The physician suspects there is a lead insulation break or component failure. The patient is scheduled for a lead revision in a few weeks. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that suggested this right ventricular (rv) lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported an alert was received which indicated this right ventricular (rv) lead exhibited high out-of-range pacing impedances measuring greater than 3,000 ohms when programmed in bipolar. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, the store electrogram (egm) showed there was loss of capture in bipolar. The physician suspects there is a lead insulation break or component failure. The patient is scheduled for a lead revision in a few weeks. At this time, the lead remains in service. No adverse patient effects were reported.